Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into multiple outlets. Subsequently, the battery gauge was noted to be fluctuating. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.